Manufacturer narrative:
The phosphorus reagent lot number was 846943. The expiration date was not provided. The alt reagent lot number and expiration date were not provided. The field service engineer found the wash tubing was split and replaced it. He found that one of the sample probes was bent and replaced/adjusted it. He performed various checks and adjustments, and the customer performed calibration and qc. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable results from the cobas 8000 c702 module. One example was provided of an initial phosphorus result of 5.66 mmol/l and a repeat result of 1.31 mmol/l. Another example was an initial alt result of 26 u/l and a repeat result of 9 u/l. The repeat results were believed to be correct.